Manufacturer narrative:
Due to character limit in the e1 section event site address, the full event ite address is (B)(6). Due to character limit in the e1 section initial reporter name, the initial reporter's name is (B)(6). A supplemental report wil be submitted upon the completion of investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump had a 2500 hour maintenance kit related malfunction. This was identified during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This complaint record is being downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, if any additional reportable information is received, then the complaint will be reopened and new information will be submitted. There was no patient involvement and no injury related to this event.

Event description:
N/a